Event description:
It was reported that an episode of non-sustained lead noise was recorded. The stored egm showed true lead noise. The noise was not reproducible with isometrics. Lead and device were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.